Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing got detached. The infusion had been in use when the patient was just changing the set and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.